Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned sporadic high sodium (na) results on a cobas 6000 c (501) module. The customer provided an example of 1 patient sample where the na results were erroneous. The erroneous results were not reported outside of the laboratory. The initial na result was 213 mmol/l. The repeat result was 149 mmol/l. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and found a leaking vacuum tubing for sodium hydroxide overflow at the rinse station. The fse replaced the vacuum tubing. Instrument tests were acceptable and the c501 module was running within specification. Drops of sodium hydroxide would cause high na results like the customer observed. Additional information was requested for investigation but was not provided. The investigation determined that the vacuum tubing issue found by the fse was the root cause of the event.